Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right popliteal artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the initial inflation at 10 atmospheres (atm) for 5 seconds, the balloon ruptured. Dilation was performed at 20 atm with a 2mmx4cm non-bsc balloon catheter separately. Another dilation was performed with 4x4 coyote balloon catheter at 14 atm and the procedure was completed. There were no patient complications nor injuries reported and the patient was good post procedure.